Manufacturer narrative:
(B)(4). Batch # l5198a. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How was the procedure completed? The analysis results found that the cdh21 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported by the affiliate that during an unknown procedure, ¿it closed the stapler until where begins to feel already the tope removes the safe the stapler and proceeds to the show when opening the anvil the half of the staples is in the tissue and another half inside in the stapler.¿ it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.